Event description:
It was reported to medtronic neurosurgery that the three-way connector of an exacta drainage system was found to be leaking.

Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing due to a crack in the male luer arm for the injection port on the patient line stopcock. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)